Event description:
It was reported that there was an increase in the right ventricular threshold and a decrease in the r-wave. The caller inquired if the device could be programmed to unipolar since the lead impedances for both the right ventricular (rv) and right atrial (ra) leads were low in bipolar. The leads remain in use. It was later reported the patient presented to the emergency room because the patient "heard an alarm" from the device. Interrogation found that the rv and ra leads had impedance less than 200 ohms. The rv lead had intermittent capture and r-waves were 4.1 millivolts. Also, the ra lead had "small" p-waves. The rv and ra leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an increase in the right ventricular threshold and a decrease in the r-wave. The caller inquired if the device could be programmed to unipolar since the lead impedances for both the right ventricular and right atrial leads were low in bipolar. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.